Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's current blood glucose reading is 3 mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly.